Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit have been getting extremely hot and leaking during procedure. Therefore there was a thermal event.

Event description:
It was reported that the unit have been getting extremely hot and leaking during procedure. Therefore, there was a thermal event.

Manufacturer narrative:
The product was disposed of and will not be be coming back. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: hot. Probable root cause: material/design error; manufacturing/assembly error; user error. The reported failure mode will be monitored for future reoccurrence.